Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the ocular cover glass coating damage, the u/d knob broken, the side body cover broken, the light guide base column broken, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, and the ocular trim ring loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.